Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the diabetes therapy consultant that the customer had a keypad anomaly on the insulin pump. Customer was hospitalized on (B)(6) 2016 with a blood glucose value of 577 mg/dl. Customer stated that all buttons are hard to push. Customer was vomiting and unable to lower his blood glucose with the pump. Customer had high blood glucose prior to diabetic ketoacidosis. Customer was on an insulin IV drip and given IV fluids and liquids. Customer was wearing the pump at the time of the emergency room visit. Customer was advised to discontinue use of the pump and revert to a back- up plan as the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received no button response due to flattened all button dome switches. No unlocked lcd keypad connector during our visual inspection. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.